Event description:
A physician reported that after an intraocular lens (iol) implant surgery on a patient with elevated myopia and floppy iris syndrome, the patient showed mydriasis and pupillary block. The surgeon also reported that following an increase in the intraocular pressure, the lens temporarily moved forward and touched the iris. Then the lens returned to the initial position by itself and all patient's symptoms went back to normal values without any intervention. The surgeon also reported that after the implant the patient sneezed, but without specifying how long after the implant and if this event was related to event. Additional information has been requested with no response to date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested with no response to date. (B)(4).